Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for missing stopper with the incident lot was observed. Additionally, evaluation of the customer samples was performed and missing stopper and cracked shield were observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for missing stopper with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and missing stopper and cracked shield was observed. Root cause description: based on the investigation, the most likely root cause was determined to be the inadequate line clearance after a line was jammed. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated". Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It has been reported bd vacutainer® sst¿ blood collection tubes had a missing stopper nd the shield was cracked. No report of injury or medical intervention. No report of blood exposure to mucous membrane.